Event description:
This is filed to report device malfunctions. It was reported through the pmcf (post-market clinical follow-up) report, that abbott proactively collected and evaluated data from several sources, such as in-hospital outcomes and physician surveys, to confirm the safety and performance of abbott's coronary dilatation catheters (cdcs). Key safety outcomes collected were occlusion, acute myocardial infarction (ami), embolism, vessel dissection, vessel perforation, arrhythmias, and death. Device performance was defined as successful delivery, inflation, and deflation of the cdcs. Details are listed in the attached report, titled post-market clinical follow-up evaluation report coronary dilatation catheters. Please see the attached post market clinical follow up evaluation report for specific information.

Manufacturer narrative:
The device was not returned for evaluation. The corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production record for this product could not be reviewed and a complaint review could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reported through the pmcf (post-market clinical follow-up) report, a conclusive cause for the reported complaints could not be determined. Additionally, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effects and devices reported in the pmcf are captured under separate medwatch reports. Literature attachment: article title "post market clinical follow-up evaluation report coronary dilatation catheters" b3 - date of event: estimated as 3/1/2024. D4 - primary UDI number: the UDI is not known as the part and lot number were not provided.